Event description:
According to the facility, "on (B)(6) 2025 the attending nurse identified a wound on the patient at 10:00 am at which time the versette device was removed and a foley catheter was inserted."

Manufacturer narrative:
According to the facility, "on (B)(6) 2025 the attending nurse identified a wound on the patient at 10:00 am at which time the versette device was removed and a foley catheter was inserted. Per the clinical staff the versette was placed per IFU instructions during this entire time". The facility stated that the device caused a dti which eventually developed to a stage 3 wound. The device usage was stopped and wound care protocols were started. An indwelling catheter was placed. The device is available for evaluation. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.